Manufacturer narrative:
Updated fields - b4, e1 (event site emai), g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) during troubleshooting battery issue, found battery was charging when plugged into outlet. The fse was able to swap battery slots and was still able to charge. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
Event site full name-(B)(6) hospital. Supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported that battery of cardiosave intra-aortic balloon pump (iabp) is not charging. There was no patient involvement.